Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: granuloma (B)(4).

Event description:
It was reported that a (B)(6) year old female patient of an unknown race who underwent breast reconstruction surgery with a mentor memoryshape breast implant 475cc (l) and 420cc (r) (date of implant (B)(6) 2017) has reported disfigurement of the left breast, diagnosis of melanoma after date of implant, and bilateral granuloma. The granuloma was confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2019. As per the patient, the patient was diagnosed with a primary malignancy of melanoma in 2019. The patient has a history of sun damage. Her family has a history of melanoma as well. As a result, the patient underwent removal of the melanoma. This report is for the right breast prosthesis.